Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer¿s blood glucose level was 112 mg/dl. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.